Event description:
The complainant has reported that a male patient underwent a therapeutic procedure for treatment of gastric outlet obstruction. A wellflex duondenal enternal stent was placed in 2005. It is reported that the stent folded over on itself, which lead to obstruction of the small bowel. One day later the clinician removed the wallflex stent and replaced it with a wallstent product. There is no further information available regarding this event at this time.